Manufacturer narrative:
Patient demographics not obtainable from the site. No device/components were received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a cranial resection procedure, the site stated they were inaccurate with their microscope. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the site via a manufacturer representative (rep). The rep reported that there was no delay to the procedure. The scope was roughly a centimeter superficial to where they were focusing. Moving forward the surgeon used the scope probe when they wanted to navigate their location and did not use the navigation focal spot feature. It was noted that the issue occurred when loading images in a standard orientation and that the issue corrected when transitioning in the software.

Manufacturer narrative:
Software analysis was initiated (methodology: design analysis) and concluded that the behavior described was the intended behavior of the software. Software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated during this evaluation. No components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The rep stated that the issue only occurred with the microscope. The rep continued working with the account, and have since discovered that the inaccuracy was due to the lens cover of the drape they were using for the microscope. It was confirmed that the issue was in regards to the drape the site had been using with their microscope bracket. They have since started using a different drape, and there is no longer an issue. When he performed the check out on the system the microscope was accurate.